Manufacturer narrative:
The device was not returned for analysis. However, based on the reported information, this complaint was added to two exceptions via exception (subtask) on 08-mar-2023 for further investigation of a potential product issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported cracked flush port resulting in leak/splash appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. During preparation of the steerable guide catheter (sgc), a leak was observed coming from the flush port of the hemostatic valve. There was a loss of fluid column. The three way stopcock was removed and a small crack was observed on the flush port. It was thought damage to the flush port occurred when attaching the three way stopcock. A replacement sgc was used to complete the procedure. There was no patient involved and no clinically significant delay. No additional information was provided.